Event description:
It was reported that while the external pulse generator (epg) was connected to the patient during open heart surgery, atrial oversensing and atrial undersensing were found toward the end of the extracorporeal circulation. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4).